Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis treatment. Treatment and patient outcome were not reported. The reporter declined to provide additional information.